Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was sticking. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.